Event description:
The customer reported that gz's on the central nurse's station (cns) are greyed out along with vital signs disappearing for a couple of seconds and it's happening every 5 minutes.

Manufacturer narrative:
The customer reported that gz's on the central nurse's station (cns) are greyed out along with vital signs disappearing for a couple of seconds and it's happening every 5 minutes. Per the customer, this is a wide issue. Technical service (ts) advised the customer to contact their it team and have them take a look at their ap's and the hospital's server. The customer reported that all ap's have been verified, but the issue still there. A member of their it called later and reported that all devices were now working. They found an issue with a firewall that had not gone live yet. Their wireless is now up and stable. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.